Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the carbon bridge to resolve the issue. The fse verified the repair as per established procedures and results met published specifications.

Event description:
The customer reported obtaining erroneously high sodium (na) results for nine (9) patient samples involving the unicel dxc 600i synchron access clinical system. The customer stated that the results were reported out of the laboratory. When the issue was noticed 3 days later, the customer repeated the samples on an alternate instrument and amended the results. There was no change or affect to patient treatment in connection with this event. Quality control (qc) results on the morning of the event were within the laboratory's established ranges. Qc in the evening of the event had shifted 6 mmol/l higher than the mean and previous data point. It is unknown when the erroneous patient results were generated on the date of the event. The customer then recalibrated the instrument and qc recovered back close to the mean.